Event description:
The clinician reports the implant was inserted (B)(6) 2024 in the patient's mouth. Details of surgery: primary stability not achieved. On 2024-06-05, non-osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and increased sensitivity. No further patient complications were reported.